Event description:
I had a procedure done called "coolsculpting," which is nothing more than snake oil. The process is promoted with false claims of weight loss, and is claimed as FDA-approved. Instead of doing what it was supposed to do (help eliminate fat by freezing the cells), I actually gained weight after the procedure, despite my enhanced workout regimen and healthier meals. Weight gain seems to be a common side-effect (found via a quick and easy (B)(6) search, which I wish I had done prior to my appointment). I was also in quite a lot of abdominal pain for several months afterwards, which is the part of my body in which I had the coolsculpting done. The procedure was done at a company called (B)(6), whose information is as follows: (B)(6). FDA safety report ID#: (B)(4).